Event description:
It was reported by the customer, the light guide on the evis exera ii ultrasonic bronchofibervideoscope was damaged (no sharp edges). Additionally, the light guide lens was dirty/discolored and there was a light guide lens defect (sharp edge). Due to the insufficient light from the light guide lens, there was an image problem. The issue was detected prior to an endobronchial ultrasound-guided transbronchial fine needle aspiration (ebus-tbna) procedure. No patient harm reported. During the evaluation of the device, it was noted the parts fell off from the distal end due to loosening or detachment of the parts joint area. This report is to capture the reportable malfunction of the parts fell off from the distal end due to loosening or detachment of the parts joint area at estimation.

Manufacturer narrative:
The device was evaluated, the reported issues of the light guide lens were not confirmed. The acoustic lens had peel off. The image guide lens had fallen in. The tube from the distal end was loose. The grip was heavily scratched (sharp edges). The universal cord glue was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 25-jan-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The following is included in the instructions for use (IFU) and may have helped prevent the event: "do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.